Event description:
A caller reported no glucose alarm alert while a customer was using the adc freestyle libre 2 reader. As a result, no low glucose alarm alerted and the customer experienced sweating and was unable to treat themselves. The customer was provided an injection of glucagon provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Performed analysis of glucose value graph. All alarms were presented were for glucose values below the threshold range. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported no glucose alarm alert while a customer was using the adc freestyle libre 2 reader. As a result, no low glucose alarm alerted and the customer experienced sweating and was unable to treat themselves. The customer was provided an injection of glucagon provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.